Manufacturer narrative:
Corrected sections: e1 - added 'event site email' and removed phone number from 'event site telephone' trackwise ID #(B)(6). The device was returned to the factory. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. The c-ring was observed to be intact. No visual defects were observed. A mechanical evaluation was conducted. The c-ring was found to be functional and was able to fully retract and advance without resistance or difficulty. Based on the returned condition of the device and the results of the evaluation, the reported failure ¿mechanical issue¿ was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c ring wouldn't be retracted back into the cannula, it would stick out a bit when trying to bring back in. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID : (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c ring wouldn't be retracted back into the cannula, it would stick out a bit when trying to bring back in. A replacement device was used to complete the procedure. The hospital did not report any patient effects.